Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent delivery system did not cross the lesion. This event is being filed based on the returned device analysis, which revealed the stent was partially dislodged from the balloon. It cannot be confirmed if the stent became partially dislodged during use in patient, or after removal from the patient anatomy. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis reveled that the stent delivery system (sds) was returned with blood on the balloon, stent implant, and in the guide wire lumen. There was contrast on and in the balloon, in the inflation luman and on the outer member the stent implant was stationary on the distal end of the balloon not between the markers. The distal end of the stent implant was located at the distal end of the tip. The proximal end of the stent implant was located at the distal end of the distal marker. There were flared struts in the first and second row at the distal and proximal end of the stent implant. There was no other damage noted to the stent implant. The distal and proximal end of the balloon were bunched. The working length of the balloon was tightly folded. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The protective sheath was not returned. The tip length could not be measured due to the bunched distal end of the of the balloon and stent implant located over the tip. A snag gauge was used to measure the outer diameter of the stent implant. The stent implant distal and proximal outer diameter could not be measured due to the flared struts as noted. The stent implant middle outer diameter measurement met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operation context of the procedure. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The tip seal length could not be measured due to the bunched distal end of the balloon and the stent being located over the tip. The distal and proximal stent outer diameters could not be measured due to the flared struts. The middle stent outer diameters were measured and met manufacturing criteria. Several attempts were made to obtain clarification from the account as to when the stent may have dislodged; however, no further information was available. In this case, it is possible that the stent dislodgement is related to use of the product, as the dislodgement was not noted during inspection prior to use. Interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement during retraction; however, a conclusive cause for the noted stent dislodgement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement.